Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of june 8, 2020, was chosen as the best estimate based on the procedure which happened sometime in (B)(6)2020, and the day of adverse event reported at seven days (pod7) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1310 captures the reportable event of urinary infection. Imdrf impact code f2303 captures the reportable event of antibiotics treatment.

Event description:
It was reported to boston scientific corporation that a clear renal sheath was used for stone removal during a percutaneous nephrolithotomy (pcnl) procedure performed sometime in (B)(6) 2020. Seven days after the procedure, the patient experienced acute cystitis, which was managed with outpatient antibiotics. Per physician's assessment, the event was not serious, was not related to the device, and possibly related to the procedure.